Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on friday they went to bed, but couldn't sleep as it felt like the pt was getting shocked on the left side. Pt said they got up and turned the ins off, which worked in regard to the shocking. Pt went back to bed, however when they turned and put more pressure on the ins, the stimulation turned itself back on. Pt said they got the patient programmer (pp) and put all programs at 0 then made sure the ins was off again (pt said they was no bolt on the pp screen, and pt put the device into MRI mode). Pt said all day saturday they were fine, but then saturday night pt turned again and put pressure on the ins, and it started jolting the pt and pt said the ins started heating up. Pt said they couldn't get the pp to do anything, so they grabbed the insr to hit the off button, and pt said when they did that, "went all the way through the thing and zapped my hand". Pt said they used the pp again and said all the settings they had zeroed previously were back up to the numbers again. Pt said they finally got the device back into MRI mode, and they hadn't touched anything since. Pt also mentioned they ended up putting an ice pack over the ins to get ins to cool back down. Pt said they couldn't get in to see their healthcare provider (hcp) until the 30th at 2pm, and the nurse texted their reps today, but pt hadn't heard from anyone. Pt said they wanted to meet with a rep to totally "disable" the ins so it could not turn back on again. Patient services emailed reps in pt's area. *see pe (B)(4) for previous report of problems on left side